Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that while the patient was on a telemetry monitor there appeared to be six seconds of loss of capture (loc). It was noted that no episode was stored in the pacemaker for this observed loc. Boston scientific technical services (ts) was consulted and discussed attempting to determine if the spikes seen were true pacing spikes or interference from the telemetry monitor. Further review of the data from the pacemaker found that the device ran 358 right ventricular auto threshold tests versus the normal 60 tests. Threshold measurements had increased, but measurements were within normal limits. Ts discussed that the pacemaker appeared to be in retry. Ts suggested further review since the patient had recently undergone a generator change. The outputs were reprogrammed to maximum. The field representative stated it was not determined if there was true loc or if the spikes were from the telemetry monitor. The patient went into a rehabilitation facility and would follow up with the physician. At this time the pacemaker and right ventricular (rv) lead remain in service and no adverse patient effects were reported.